Event description:
As reported by our edwards affiliates in the united kingdom, during a tavr procedure using a 26mm sapien 3 ultra valve via transapical approach, during the last stages of valve deployment, a circumferential balloon burst occurred. It was not possible to retrieve the balloon through the sheath, so it was decided to retrieve the delivery system and the sheath as one. After the procedure, the implanting team was concerned about the balloon/material. The valve was successfully deployed, and the patient is recovering with no adverse events. The device will be returned for examination.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The certitude delivery system was returned for examination. A visual examination found kinks on the guidewire lumen at the inflation balloon area, a longitudinal and radial balloon burst, and missing balloon material. Dimensional testing found that all measurements taken of the balloon's single wall thickness met the specification. Imagery was reviewed and the distal part of the balloon material bunched towards the nose tip. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot of history review was performed and revealed no other complaints relating to the complaint code. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of balloon burst, and withdrawal difficulties were confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) and procedural factors (withdrawal of balloon burst, excessive device manipulation) likely contributed to the event as provided information indicating the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.